Manufacturer narrative:
This report is for two (2) unknown cortex screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal of one (1) variable angle olecranon plate, five (5) unknown locking screws, and two (2) unknown cortex screws due to inability to heal wound. The patient was having issues healing her incision. The fracture healed completely. Plate and screws came out without incident. It is unknown if there was surgical delay. Procedure outcome was unknown. There was no patient consequence. This report is for two (2) unknown cortex screws. This is report 3 of 3 for complaint (B)(4).